Event description:
Customer's father reported hospitalization due to high blood glucose. Caller stated that the blood glucose reading was 314 mg/dl. Caller stated that he checked the infusion set and reservoir, reservoir had air inside. The infusion set and reservoir was changed. The current blood glucose reading is 198 mg/dl. Customer is vomiting, keytones and stomach ache. The blood glucose reading at the time of the event was over 300 mg/dl. Hospital treated with IV. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.